Manufacturer narrative:
Concomitant medical products: 5068-45 lead, implanted: (B)(6) 2000. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance, oversensing, non-sustained tachycardia (nst) episodes of a non-physiologic nature, an d high thresholds. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.